Manufacturer narrative:
No pt injury has occurred following this incident.

Event description:
Customer stated that the physician was not able to attach the capsule to the pt's esophagus. The pt didn't suffer any adverse effects. The dr used another capsule and it attached successfully.